Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed, "no disposable- clamp tubing". The alarm was silenced and the pump settings were verified along with the medication label. It was turned off and on, but the alarm persisted. The line was clamped, the cassette was removed, and the tubing was massaged with no resolution. Air bubbles were also noted in the line. The user was instructed to contact the clinic when they open in the morning. It is unknown if there was any patient, or clinician injury associated with this occurrence.